Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of over 600 mg/dl. Customer reported that bg was due to basal iq suspending insulin delivery. Customer confirmed that basal iq suspended and resumed insulin delivery properly. Reportedly, customer "passed out". Customer addressed bg with bolus. Recommendation was made by tandem technical support to consult healthcare provider.